Manufacturer narrative:
The investigation for the vascular damage and the product damage has been completed. Pump was not returned for investigation. Data log review was not required for this case. As per the clinical, the right axillary pocket cut down was performed with some difficulty, and increased bleeding was observed due to a nick in the right subclavian artery. 8 mm hemashield graft was placed and bleeding was resolved after closing the pocket. There was no issue related to kinking of the device. The cause of the vascular damage issue was most likely use related.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention (pci) was implanted with an impella 5.5 device for circulatory support and experienced increased bleeding from a right subclavian nick. A right axillary pocket cut down was performed with some difficulty. Increased bleeding occurred from a nick of the right subclavian. An eight millimeter hemashield was anastomosed to the right axillary artery with a 60-degree beveled edge, tunneled one inch by one inch. The impella 5.5 was backloaded over an impella .018 guidewire into the left ventricle. The guidewire was pulled, and the pump torqued into position. Performance level was slowly ramped up to p-9 with good flows. The pocket was closed after full reversal with protamine. The patient was transferred to the unit on support with upcoming plans for pci. Four days later, a slight kink in the catheter closet to the lock under the sleeve was noted. There was no change in purge flow or issues with placement signal. Support was continued with the protected pci being completed the following day. The patient remained hemodynamically stable. The impella was successfully weaned and explanted without incident.